Manufacturer narrative:
The field service engineer (fse) performed various checks, ran photometer and cell blank measurements, and allowed the customer to run qc. The fse went back a second time to check the gear pump pressure and hoses of the wash station. The gear pump checked okay, replaced tubing near detergent bottles due to pinch in the tubing, replaced cell wash 1, repaired the rinse station and laundry nozzles, and checked for leakage which was okay. The customer has had no further issues since the service visit. The investigation is ongoing.

Event description:
The initial reporter received a questionable tp2 total protein gen.2 result for one patient sample with a cobas 8000 c702 module. The initial result was 11.2 g/l. The repeated result was 69.6 g/l. The questionable result was not reported outside of the laboratory. The reagent lot number was 573780. The expiration date was requested but not provided.

Manufacturer narrative:
A general reagent issue was excluded. The investigation determined the service actions resolved the issue.